Event description:
From the record of identity note, it seemed that sensing integrity counter (sic) has increased more than before, but it seemed that there was no oversensing showing signs of fracture in particular. In this device check, the sic exceeded 18,000 times, impedance dropped to 200-2990 hms, leak was suspected. In addition, oversensing (os} was confirmed during the check and one non-sustained ventricular tachycardia (nsvt) of oversensing remained in the high-rate episode, so lead damage was almost confirmed. Patient needed to be hospitalized as a result of the event the analyzed product needed to be returned to the customer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).